Event description:
It was reported that after approximately two days of intra-aortic balloon (iab) therapy, the pump generated a gas gain in the iab circuit alarm. Blood was found in the extension tubing of the catheter and entered the pump. The customer immediately stopped therapy, inserted a new iab, and swapped out the pump. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).